Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer stated that she experienced high blood glucose levels the day prior to being hospitalized. The customer bolused, then went to bed. When she woke up at 4:00 am, she was feeling sick, and her blood glucose levels were over 500 mg/dl. The customer continued to bolus, but that had no effect on her blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.